Manufacturer narrative:
Device malfunction is suspected but did not contribute to death or serious injury.

Event description:
It was reported that the patient had high lead impedance upon performance of system diagnostics. The patient reported that, while at work, he was lifting something over his head and felt a sharp pain at the site of the lead implantation. The patient has been referred for x-rays. The device has been recommended to be disabled. The patient has been refereed to a surgeon for consult. The relationship of the high lead impedance to that of the patient's incident is unknown at this time. It is unknown for the cause of the high lead impedance at this time. Good faith attempts to have been unsuccessful to date.